Manufacturer narrative:
The reported events of failure to capture and impedance problem were confirmed. As received, a complete lead was returned in one piece. X-ray inspection found the inner coil was over-torqued at the connector region. Electrical testing performed noted internal shorts between conductor paths due to the over-torqued inner coil. The cause of the reported events was due to shorts between conductors cause by over-torquing the inner coil in the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead had no capture threshold and no impedance measurements. The rv lead was removed and replaced. The patient was in stable condition.